Event description:
In (B)(6) 2010, approximately 13 months after having essure put in, I started bleeding heavily and severe cramping. This lasted for about 5 months. After 5 months of going to my gyn repeatedly, he finally offered a thermal ablation as a solution. Every few months, I still bleed and have severe cramping. The bleeding lasts anywhere from about 7 to 28 days. It is constant heavy bleeding that interrupts my daily routines such as work and raising my daughter. The cramping is uncontrollable. I just barely make it through my days even with prescription naproxen that my gyn prescribed to me. I have also gained a lot of weight that I can not lose. I have horrible acne at (B)(6). I am losing my hair in handfuls every day. I used to have thick hair and now it is thin and brittle. I get horrible skin rashes and bumps that last anywhere from 3 to 10 days. The bumps and rashes are so sore that I can barely wear jeans/pants. I also have a high iron level that my primary and a hematologist can not diagnose. I currently as of today ((B)(6) 2014) have 4 of these bumps. The sizes range from anywhere between dime sized to about 3 inches in diameter. These bumps have caused major scarring wherever they are and quite a bit of embarrassment. I do not wear shorts or bathing suits and refuse to have any sort of intimate relationship because of these dark purple holes, red bumps and the tunneling that it has caused on my legs, thighs and stomach. I have been in the hospital approximately 5 times due to bleeding. I have been to my gyn approximately 10 times. I have also been to a dermatologist, a hematologist and my primary doctor countless times due to the side effects from essure. Before I had essure, I had no problems what so ever. Now as a factor of several of my side effects, I have high cholesterol and am being treated for diabetes because I can not lose the weight I gained while having essure. I am only (B)(6), a single mom and I work full time. I do not receive any help from my child's father, so taking off work due to the severity of these effects is out of the question. (B)(4).